Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the right femoral for and unknown indication. The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported that the patient developed and infection and became septic during impella support. As a result, antibiotic (vancomycin) was administered. The patient ultimately expired due to sepsis. The source of the infection is unknown. No further information was provided.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b5 and h1.

Event description:
Additional information noted hemolysis occurring during the impella cp support. There was no lasting harm or injury from the hemolysis that prompted any treatment.

Manufacturer narrative:
The investigation for the reported hemolysis has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The cause of the hemolysis and its relation to the impella were not determined since the product, data logs, and sufficient clinical information were not provided. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smart assist system. Section: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm wheth ER a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ additional information for the initial MFR 1220648-2021-01103 was provided in sections b5, d6a, d6b, d7a, g3, h6, and h10.